Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the cause of the alarms heard by the patient¿s mother was not known. The alarms were not verified by any medical personnel. It was verbally reported to the hcp by the neurosurgeon at the medical center that he interrogated the pump with logs that indicated no failure or alarms. The patient¿s weight at the time of the event was (B)(6). It was noted the baclofen withdrawal and alarms were resolved as the pump was replaced. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the pump found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gab lofen (2000mcg/ml, 265mcg/day) via an implantable infusion pump. The patient had a medical history of severe cerebral palsy and non verbal. It was reported that there was possible pump failure and there was no observable issue on interrogation. The patient's pocket was explored and no abnormalities was noted. The cerebrospinal fluid (csf) flow was normal from existing catheter. There was not any environmental/external/patient factors that may have led or contributed to the issue. There was no more diagnostics performed except interrogation. The patient was admitted to the intensive care unit (ICU) on (B)(6) 2018. The patient had a 2-3 day history of withdrawal symptoms and was taken to operation room on the date of the report after pump interrogation showed no abnormalities. The patient's mom reported alarms heard. The pump had an elective replacement indicator (eri) of 1 month. It was unknown if the issue was resolved and patient status was alive with injury at the time of the report. The patient had been in hospital for several days with baclofen withdrawal. No further complication was reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the cause of the alarms heard by the patient¿s mother was not determined. No further complications were reported/anticipated or expected.